Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 pressure rated ext sets bonded ss 8.5 were blocked/occluded during use. The following information was provided by the initial reporter: "I do have about 20 of the smartsite extension sets that we are having problems with. Appears they are from the same lot # (10)20119638".

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the customer has 20 of the smartsite extension sets that they are having problems with. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e-07 lot number 20119638 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2020. There was 1 quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 pressure rated ext sets bonded ss 8.5 were blocked/occluded during use. The following information was provided by the initial reporter: "I do have about 20 of the smartsite extension sets that we are having problems with. Appears they are from the same lot # (10)20119638".